Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "there are visible yellow lumps in the tubes".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-07. H6: investigation summary bd had received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. The root cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "there are visible yellow lumps in the tubes".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "there are visible yellow lumps in the tubes"